Event description:
It was reported to philips that the heartstart mrx defibrillator stopped during opcheck charge-shock and defib tests and power was recycled showing power interrupted message. There was no patient involvement.